Manufacturer narrative:
A DHR was performed including quality notification and maintenance analysis. The maintenance order sap# (B)(4) potentially related to the defect was observed. A photo sent by the customer was verified and it was possible observe scale markings missing. The actual device was not sent. The probable cause for the defect is related to breakage at printing station of the marking machine, allowing the defective product to flow through the process. Conclusion: to correct the defect, maintenance order sap# (B)(4) was initiated. It concluded on 03/07/2017. The defect identified from this complaint will be monitored for trend evaluation. Based on the severity, occurrence and quality data analysis for this product family a CAPA is not necessary.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ insulin syringe was missing its syringe scale markings. Found before use. No serious injury or medical intervention noted.